Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy with a non-transthoracic, transcervial approach esophagectomy, the procedure was converted to open due to bleeding and a co2 leak; the patient died the following day. The surgical plan was to start the procedure robotically, then perform the neck portion of the procedure with an open approach, then return to robotic to perform the gastroesophageal anastomosis. After the open neck portion was completed, there was difficulty maintaining co2 insufflation during the subsequent robotic abdominal portion of the procedure; the cause was thought to be due to a leak from a gastric calibration tube as there was no damage found on the da vinci cannula seals. The bleeding was reported to be due to a liver injury that occurred while dissecting at the hiatus. The estimated blood loss was 4l, requiring transfusion of multiple blood products. The surgeon was about to start the final robotic portion of the procedure, but converted to open due to the blood loss and co2 leak. Approximately 15 minutes later, the patient suffered cardiac arrest, reportedly due to the blood loss. Resuscitation was successful and gauze packing was placed to control the hemorrhaging. Post-operatively, active bleeding in the neck was observed and a thoracosopic procedure was performed. No information was provided regarding what was observed or what interventions were completed during the secondary procedure. The surgeon reported they do not think any da vinci products caused or contributed to the event. The procedure was more complex than anticipated as the first biopsies were benign, however, the post-operative biopsy showed moderately differentiated adenocarcinoma that was invasive to the serosa, and included lymphovascular and perineural involvement.

Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: endoscope 30 degree plus, vessel sealer extend, monopolar curved scissors, fenestrated bipolar forceps. A site history review found there were no reported complaints for any instruments that would be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient was undergoing a subtotal gastrectomy with esophagectomy which was performed in various phases including a robotic resection portion, a non-robotic open neck portion, and a planned robotic anastomosis. During the later phases of the operation, there was difficulty maintaining insufflation and difficulty with a bleed that originated in the liver during hiatal dissection. The details of how the bleeding occurred are not provided. Due to these challenges, they decided to open for the final portion of the operation. The patient coded shortly after they opened but was successfully resuscitated and transferred to the ICU. However, an additional procedure as required for bleeding and the patient eventually died. The details of how they died are not provided. There is no allegation of any issues with any intuitive surgical products or instruments. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.